Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor imaging was due to challenging patient anatomy. Based on all available information, a definitive cause for the reported slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4+. The patient anatomy included a rotated heart, restricted posterior leaflet and a previous pneumonectomy. There were visualization issues related to shadowing caused by the pneumonectomy. The first clip was implanted without issue and the second clip was then advanced. The clip was deployed without issue; however, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet, remaining attached to the posterior. A third clip was implanted to stabilize the detached clip. The mr was reduced from grade 4+ to grade 2-3. No additional information was provided.